Event description:
(B)(4). Starting being very lethargic with extreme fatigue, joint pain, headaches, memory loss, hair loss, heavy menstrual cycles, cramping and bloating even after cycles, cold all the time, and real bad teeth issues.